Event description:
A consumer reported that they had worked with a patient that had gastroparesis and they had a stimulator for their stomach that was shocking them. The consumer stated that they did not have any further information about the stomach stimulator. They did not know who the manufacturer was and they did not see the patient anymore, and the healthcare provider (hcp) was removing the implant. They were not sure if the event was previously reported already, as that implant was being surgically removed. No further complications were reported.